Manufacturer narrative:
H11: the date of death for this patient was not provided; therefore, the date of death has been updated as (B)(6) 1900 to meet the MDR submission requirement. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. The investigation is inconclusive for the reported infection as no objective evidence was provided for review. The relationship between the port and the alleged infection and the patient death cannot be established at this time. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that sometimes after the port placement, the patient was diagnosed with unspecified infection. It was further reported that the patient eventually expired. However, the cause of death was not reported.